Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: unk. Procedure: unk. Cathplace: unk. (Reference: 2026095-2011-00272 ((B)(4))). The bolus button remained stuck down on 2 pumps attached to a patient after surgery. The pharmacy checked the pumps and they seemed to infuse fine. The catheters were flushed by the anesthesiologist and seemed to be working fine as well. The pump was replaced for the patient. The pumps were prefilled by advanced pharma. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.